Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that (B)(6) 2018, the patient experienced no audio output on the receiver and a low event 3 times. The patient's mother stated the patient was sleeping and the dexcom continuous glucose monitor (cgm) did not alarm when the patient's blood sugar went low. It was indicated that the first low occurred at 1:00am with no alerts. The second low occurred at 5:30am and the receiver vibrated but there was no sound with a cgm reading of 63mg/dl. The third low occurred at 6:00am and the receiver gave an urgent low sound, so the patient's mother checked the patient' blood glucose with a meter and it was 40mg/dl. The patient's mother gave the patient juice every 15 minutes based on the readings on the cgm and after the 3rd time, the patient's blood sugar was not rising. The patient's mother decided to call the children's hospital and the doctor advised her to contact dexcom and advised her to continue giving the patient juice every 15 minutes. At the time of contact, the patient's blood sugar was normal. No mention of symptoms were reported. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.